Manufacturer narrative:
Additional information: d9, h3, h4, h6, and h10. H4: the lot was manufactured between may 3-5, 2023. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and no evidence of leak was observed. Based on the evaluation result, the infusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unspecified location after 48 hours of patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.